Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1200, serial/lot: (B)(4), description: precision montage MRI ipg sterile kit. Model: sc-2408-74, serial/lot: (B)(4), description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was explanted due to infection. No further information will be provided.